Manufacturer narrative:
H3: a820: analysis confirmed that no anomalies were visually observed. It was indicated that the handset would not do telemetry. Analysis was able to connect to the test communicator and implant, but was not able to connect to the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their ptm (personal therapy manager) does not work. The patient said they are "standing with it and moving the communicator and the pump and the phone part are not working at all." The patient stated they are "in a lot of pain and they will not survive without it." The agent asked the patient how long they have been having issues getting connected and the patient said since they got the new handset at the end of august. The patient stated that they have been stuck at 90 percent for 10 minutes. The patient then stated receiving a message that the ptm was not responding close or wait. The agent had the patient close the application. The patient then reconnected to theptm and after seeing error code 156 (application restarting due to system error) they saw a lockout time of 48 minutes. The patient stated their lockout time was 1 hour and they were allowed 14 boluses per day. The agent reviewed with the patient that if they were receiving a lockout time it indicated that the bolus went through. The troubleshooting steps taken on the call resolved the issue. The patient called back on 09-oct-2024 stating that neither device was charging and that they were in so much pain since they have no medication. The agent requested a replacement communicator from the repair department because the device was not charging, and the patient had tried multiple charging cords. The agent then transferred the patient to hcit (healthcare information technology) for assistance with handset. Hcit requested a replacement handset from the repair department because the handset did not charge, and the patient had used multiple charging cables. No patient harm reported.

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd lot# serial# (B)(6) implanted: explanted: product type product ID tm90t0 lot# serial# npa307517n implanted: explanted: product type accessory product ID hh9020tdd lot# serial# (B)(6) implanted: explanted: product type product ID a820 lot# serial# unknown implanted: explanted: product type software section d. Information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.